Manufacturer narrative:
Date of event was reported as "it has been months". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, urinary retention, and gastrointestinal/pelvic floor. It was reported that the patient¿s ins had moved and was very superficial. The implanted was then moved and it was noted that since the doctor ¿was in there¿ they replaced the battery as well. There were no further complications reported or anticipated.